Event description:
It was reported that this pacemaker exhibited noise that was being oversensed on the right ventricular (rv) channel leading to inappropriate non-sustained ventricular episodes. Additionally, it was noted the patient experience pacing inhibition of greater than two seconds. Technical services recommended to bring the patient in for further evaluation and to consider possible lead revision. At this time, the device and non-boston scientific rv lead remains in service. No adverse patient effects were reported.